Manufacturer narrative:
A ge oec service representative investigated the issue and an evaluation of the event log did not show any system errors. As a precaution, the system interface pcb and interconnect cable were replaced. The system had been tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system displayed intermittent communication failure error messages.